Event description:
The customer called to report that they were treated at the hosp for high bgs. It was stated that after the customer has been discharged, they reconnected the pump and bgs starts to climb again. Then the customer changed the set, but their bgs continued to go up instead of coming down. Troubleshooting was performed. The pump passed the functional testing. Also the customer indicated that recently they started to use their hip for insertion when their bgs began to run high. The customer mentioned that they started a new vial of insulin. Instructed the customer to change the set, the site, and a new vial of insulin.